Event description:
It was reported that the t: slim x2 pump battery would not charge, and there was a power source alert in the pump history. No adverse impact to the customer¿s blood glucose level was mentioned. The customer was advised to plug the wall adapter into a known working outlet and leave it for at least 30 minutes. Subsequently, the issue was resolved as confirmed via sms, and the case was closed by technical support.